Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an interventional procedure, with a small-bore sheath. Reportedly, after suture deployment, when advancing the knot with the suture trimmer, the suture trimmer could not be advanced into the patient anatomy. The physician felt that the reported issue was related to the size of the suture trimmer. A 20g puncture needle was used to cut the knot, and the suture was removed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. However, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.